Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18099958 presented no issues during the manufacturing process that can be related to the reported event. Complaint conclusion: as reported, the distal end of a 7f 23cm brite tip straight catheter sheath introducer was attempted to be used but was frayed. The device was replaced with another brite tip csi and the procedure completed. There was no reported patient injury. The device was prepped as per the instructions for use (IFU). The product was not returned for analysis. A product history record (phr) review of lot 18099958 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip- frayed/split/torn¿ could not be confirmed. Storage and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the distal end of a 7f 23cm brite tip straight catheter sheath introducer was attempted to used but was frayed. The device was replaced with another brite tip csi and the procedure completed. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) . The device was discarded and will not be returned for evaluation.